Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that /hour glass/no readings/sensor error in status box occurred. The patient had a sensor error and had not been receiving any cgm values for ¿more than 10 hours¿. It was not specified if the patient was using a bg meter as back-up during this time. At some point, the patient was found unconscious by her mother. The patient¿s mother called 911 and treated her with baqsimi (nasal glucagon) without verifying the patient¿s bg level with a fingerstick. The patient regained consciousness inside the ambulance while being transported to the emergency room (ER). When emergency medical services (ems) tested the patient¿s bg meter reading, it was 39 mg/dl. Ems further treated the patient with a d50 (dextrose) bolus. There were still no readings being provided by dexcom at this time. The patient was in the ER for less than 24 hours. The patient¿s dexcom had resumed cgm readings prior to the patient¿s discharge from the ER. The patient was in stable condition at the time of report. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.